Manufacturer narrative:
According to the customer, the individual used the device to monitor blood pressure "after surgery" and stopped taking their blood pressure medication "for a few days" based on the "low" readings from the device. On (B)(6) 2026 the individual went to a surgical follow-up appointment and compared the readings from their device with the facility's and found that their blood pressure was elevated. Following this, the user began taking their medications again and went to the doctor's office daily to verify. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the individual used the device to monitor blood pressure "after surgery" and stopped taking their blood pressure medication "for a few days" based on the "low" readings from the device. On (B)(6) 2026 the individual went to a surgical follow-up appointment and compared the readings from their device with the facility's and found that their blood pressure was elevated. Following this, the user began taking their medications again and went to the doctor's office daily to verify.